Event description:
It was reported that during a procedure at the user facility, a flame came out of the pencil which caused the plastic to melt. No information was provided regarding any adverse consequences, medical intervention, or surgical delay. It was further reported that there were no adverse consequences and no medical intervention as a result of this event. It was also reported that the procedure was completed successfully without significant delay.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
No new information.